Event description:
Country of complaint: (B)(6). During operation, the surgeon found a strip of insulation in the patient's abdominal cavity - on investigation it was found to be the insulation from the grasper's sheath. It has been suggested by the customer that the cause of the incidents was due to the trocars.

Manufacturer narrative:
Manufacturing site evaluation: the received trocar has burrs. The deformation at the end of the trocars is user related. The trocars are inspected 100% prior to release for distribution. A manufacturing error is excluded. The burrs are responsible for the shearing off of the grasper's sheath. The product IFU indicates each device should be inspected prior to use. Corrective action is not required.